Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that a multimeter (cl-14290) was used to test the voltage in the battery, and it was found to be 3.67 v. Then, the customer¿s battery was then put into the ao3 test mcgrath (cl-16435), and the customer¿s issue was replicated. First, the battery started in initialization mode, with four blue boxes, but the display and led quickly turned off. The customer¿s battery was also put into the ao2 test mcgrath (cl-16058), and the display and led did not work. It was reported that the device did not turn on and the device display was blank. The reported issues were confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the power of the video laryngoscope did not turn on and the display had also not appeared. The battery was replaced and resolved the issue. There was no patient harm.